Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had insulin delivery was suspended due to sugar glucose vs blood glucose value. Customer stated that triggered suspended sugar glucose value was 139.00 mg/dl and blood glucose value was 259.00 mg/dl. Customer stated that the difference between sugar glucose vs blood glucose was not in target range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.